Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.

Event description:
It was reported that approximately two days after implant, high voltage impedance on the right ventricular (rv) lead was variable and increased when the patient's arm was extended. No issues were identified with sensing or pacing lead impedance during arm manipulation. The implantable cardioverter defibrillator (ICD) header and lead were viewed under fluoroscopy, no terminal pin displacement was found. Upon visual inspection, a small amount of blood was noted on the lead pin. The lead pin was reseated into the ICD header and defibrillation threshold testing confirmed normal function. The rv lead and the ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted on (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.